Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing a red battery alarm. The patient switched to back up batteries and system controller, but the alarm persisted. The patient was placed on power base unit at the center and issued new batteries, which alleviated the red battery alarm. Upon review of the system controller log file, it was noted that the pump had stopped two times after the original event. The patient stated that on one occasion, he failed to completely insert a battery into the battery clip; however, he was unable to recall a second pump stoppage.

Manufacturer narrative:
The manufacturer was unable to determine the exact cause of the reported event bacause the batteries were not returned for evaluation. The patient remains stable on lvad support without further issues. No further information is available. The manufacturer is closing its file on this event.